Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). Qc and calibration were within specifications. Per product labeling, for initially reactive results, "presumptive hcv infection, follow cdc recommendations for supplemental testing." For repeatedly reactive results, "presumptive evidence of antibodies to hcv. Follow cdc recommendations for supplemental testing." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges.

Event description:
There was an allegation of a questionable reactive elecsys anti-hcv ii result from the cobas e 801 analytical unit for one patient. Patient results in (B)(6) 2025 were 48 coi and 49 coi, both reactive. The same sample was measured using competitor methods. The cmia result was negative. The hcv riba immunoblot was negative. The hcv rna quantitative method was negative. A new sample on (B)(6) 2026 tested on the e 801 analyzer had the result of 54 coi (reactive). The sample was tested using the cmia and the result was negative.